Manufacturer narrative:
Results of investigation will be filed in a supplemental report.

Event description:
During catheter insertion the tubing broke into 2 pieces and the pt (a child) was sent to surgery to remove the remaining piece. The catheter was inserted in jugular vein, and when the nurse was pulling the catheter to confirm positioning, it broke.